Manufacturer narrative:
The customer decided not to involve the local dräger s&s organization for examination and repair of the device. Dräger contacted the user facility to obtain further information. It was reported that the display unit was replaced but neither the exchanged part nor a log file or any other helpful information could be handed-over to dräger. The service state of the eight-year old device is not known either. A reliable conclusion in regard to the exact root cause is thus not possible. In fact, even the reported observation of shut-down cannot be confirmed. Given that indeed a replacement of the display unit has put back the device into fully operable condition this does not fit to the reported device shut-down. A malfunction of solely the display does neither affect a running ventilation episode nor would this cause a complete shut-down. A reasonable explanation could be that the display outage was perceived by the users as a complete shut-down due to the black screen while in fact operation was continued. There are however no details available based on which this could be proved.

Event description:
It was reported that the device suddenly shut down during use. The patient was transferred to another device in a controlled maneuver; no patient consequences have occurred.

Event description:
It was reported that the device suddenly shut down during use. The patient was transferred to another device in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.